Event description:
It was reported a patient had peritonitis while on peritoneal dialysis (pd). No further information was provided at intake. During follow-up, the patient¿s area director of operations (do) reported the patient presented to the hospital (exact date unknown) with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (result unknown) was collected, and the patient was admitted with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime (dose, frequency, duration unknown). The peritoneal effluent culture returned positive for pasteurella (genus not provided), and the patient¿s antibiotic was continued. The do attributed causality to the patient¿s cats being present during initiation/termination, in addition to them chewing through the fmc cassette tubing while the patient slept. While hospitalized the patient transitioned from ccpd therapy to hemodialysis (hd) due to their unwillingness to remove the cats from the home/treatment area. The patient¿s pd catheter (not a fresenius product) was surgically removed, while simultaneously receiving a hd catheter (not a fresenius product). The patient tolerated the transition well and was discharged home. The patient has recovered from the events and is undergoing outpatient hd for renal replacement therapy (rrt) without issue. The do stated there was no concern that a fresenius product deficiency or malfunction occurred.

Manufacturer narrative:
Additional information: g2 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the fmc cassette, and the adverse events of peritonitis (characterized by abdominal pain and cloudy effluent fluid), which warranted hospitalization, antibiotic therapy, and transition to hd for rrt. Causality was attributed to the patient¿s cats chewing through the fmc cassette tubing during the night, as well as being present during initiation/termination of pd therapy. Per the do, the serious adverse events were unrelated to any fresenius device(s) and/or product(s). Pasteurella bacteria are normal flora found in the upper respiratory tract in felines and is most frequently transmitted to humans through bites or scratches. Therefore, based on the information available, the fmc cassette can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Those individuals undergoing pd therapy are known to be at high risk for infections of the peritoneum.

Manufacturer narrative:
Additional information: g1 plant investigation: the sample was not returned to the manufacturer and the catalog and lot numbers were not provided. A shipping history search was performed to identify all fmc cassettes delivered to the patient for a three (3) month time frame prior to the approximate event occurrence date. However, the search yielded no results. Therefore, device history and manufacturing records could not be reviewed. Due to the limited information available, an investigation could not be performed. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
It was reported a patient had peritonitis while on peritoneal dialysis (pd). No further information was provided at intake. During follow-up, the patient¿s area director of operations (do) reported the patient presented to the hospital (exact date unknown) with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (result unknown) was collected, and the patient was admitted with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime (dose, frequency, duration unknown). The peritoneal effluent culture returned positive for pasteurella (genus not provided), and the patient¿s antibiotic was continued. The do attributed causality to the patient¿s cats being present during initiation/termination, in addition to them chewing through the fmc cassette tubing while the patient slept. While hospitalized the patient transitioned from ccpd therapy to hemodialysis (hd) due to their unwillingness to remove the cats from the home/treatment area. The patient¿s pd catheter (not a fresenius product) was surgically removed, while simultaneously receiving a hd catheter (not a fresenius product). The patient tolerated the transition well and was discharged home. The patient has recovered from the events and is undergoing outpatient hd for renal replacement therapy (rrt) without issue. The do stated there was no concern that a fresenius product deficiency or malfunction occurred.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had peritonitis while on peritoneal dialysis (pd). There is no further information available.